Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist logged into the station, noticed a critical override icon, and found no issues in the debug or data applier logs. Multiple devices were on critical override due to a scheduled window. The customer later reported missing patient lists. It was found that user access was not correctly assigned on the pyxis server. The customer was advised to verify access with their management. The system functioned as intended after the technical support specialist troubleshot the device.